Event description:
It was reported that during testing, the pump displayed ?error codes". No patient injury was reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was related to a previous repair. Visual inspection found the device with the battery not soldered to microprocessor board (mp); the tamper seal intact. There was no evidence of the reported error in the event history log. The reported problem was duplicated. During the investigation and functional testing, an error message was displayed on startup. The device failed battery loss test and would not stop alarming. On closer inspection, it was discovered that the battery was no longer soldered to the mp board, which was the cause of the reported issue. It was recommended that the mp board and the backup capacitator be replaced as corrective action. The root cause was unknown. The product is 19 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400.